Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited infection with sepsis. A revision was performed and the implantable cardioverter defibrillator (ICD) along with the right ventricular (rv) and right atrial (ra) leads were explanted. There were no adverse patient effects reported. This explanted rv lead will not be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.